Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. The most likely root cause of truetrack lot rs4812 read low in meter glucose readings and e55 is due to returned strips with defective covers that cause blood leakage under cover and gave low glucose results or e55 error messages.

Event description:
Consumer reported complaint for e-5 error code. (B)(6) is calling on behalf of the customer. E-5 error occurred after blood sample applied to test strip. Customer feels well and observed no symptoms. Medical intervention is not reported at the time of the call as a result of the meter's readings. Blood test performed during call produced result of e-5 after blood sample applied to test strip.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. The most likely root cause of truetrack lot rs4812 read low in meter glucose readings and e55 is due to returned strips with defective covers that cause blood leakage under cover and gave low glucose results or e55 error messages. Correction to date of event - (B)(6) 2016.

Event description:
Consumer reported complaint for e-5 error code. (B)(6) is calling on behalf of the customer. E-5 error occurred after blood sample applied to test strip. Customer feels well and observed no symptoms. Medical intervention is not reported at the time of the call as a result of the meter's readings. Blood test performed during call produced result of e-5 after blood sample applied to test strip.